Event description:
It is reported that the patient's left hip was revised due to loosening and pain with subsidence.

Manufacturer narrative:
Evaluation summary: the revision notes stated that the stem had subsided 3/8 to 1/2 inch into the femur. The patient was described as having progressive thigh pain with a shortened leg length. It was thought that the patient may have only had "fibrous ingrowth and over time the micromotion gradually subsided to the point the hip became painful and obvious radiographic evidence of subsidence was seen." This was confirmed during the extraction of the femoral stem. The x-rays show that the bone has pulled away from the stem and that the stem had subsided into the femur. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.